Manufacturer narrative:
Product event summary: at analysis the software analyzer was observed to have disturbed pins in the patient connector. The analyzer was being sent on for repair and restock.

Event description:
The software analyzer was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.